Manufacturer narrative:
Physio-control further evaluated the customers device and physical damage to the bt1 negative contact strap that caused an electrical open on bt1 of the hlc's was determined to be the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device was showing an attention icon in its readiness display. Upon initial evaluation, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had completely depleted. In this state, the device may not have sufficient power to provide therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control installed a new charge-pak to test the device. The internal battery had depleted and the device was deemed unrepairable. The device was retained by physio- control for further evaluation. The customer received a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was showing an attention icon in its readiness display. Upon initial evaluation, physio-control observed that the internal hybrid layer capacitor (hlc) batteries had completely depleted. In this state, the device may not have sufficient power to provide therapy, if needed. There was no patient use associated with the reported event.